Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.